Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6943 implantable tachy lead, implanted: (B)(6) 2001; 5076 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that erosion of an implantable cardioverter defibrillator (ICD) occurred. The ICD was explanted. No further patient complications have been reported as a result of this event.